Event description:
Event #1 ¿ patient was a scheduled cesarean section, spinal was placed by medical doctor. Patient did not get numb which resulted in general anesthesia. Event # 2 ¿ patient was an unscheduled cesarean section for hellp syndrome at 25.2 weeks gestation. Spinal was placed by medical doctor; patient did not get numb. Md stated it is the medication in the spinal trays and to find another lot number. Another tray by a different manufacturer was found and the spinal was effective. The patient had to be poked twice due to the defective spinal tray. A general on a 25.2 week fetus would have further compromised the fetus. This also caused a delay of care as the patient had a second spinal placed and had to be prepped again. Also note that the nicu team had to be off their unit for longer than expected due to the delay of care. Manufacturer response for anesthesia conduction kit, bd luer-lok, bd glaspak (per site reporter). Waiting for the vendor to complete their investigation.